Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coating/surface of the rear part of the rotawire was not smooth. The rotaburr and the rotawire were stuck and removed together from the patient. The patient's status post-procedure was good.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coating/surface of the rear part of the rotawire was not smooth. The rotaburr and the rotawire were stuck and removed together from the patient. The patient's status post-procedure was good. Device evaluated by MFR: returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit with the related rotawire in the device. The advancer, handshake connections, coil, sheath, burr, and annulus were microscopically and visually examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Since the returned wire was kinked, a test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Product analysis did not confirm the reported event. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities. No other issues reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 1.50mm peripheral rotalink plus and a 330cm rotawire was selected for use. During the procedure, when inserting the rotalink, it was noted that there was roughness felt in the rear part of the rotawire. Rotablation was completed without problems; however, when the burr was removed from the patient's body, it was noted that the rotawire became caught on the burr. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the coating/surface of the rear part of the rotawire was not smooth. The rotaburr and the rotawire were stuck and removed together from the patient. The patient's status post-procedure was good.